Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after an aortic run-off interventional procedure. Reportedly, a cuff miss occurred. The proglide device was removed and the interventional procedure was completed. Hemostasis was achieved using manual arterial compression. Approximately two hours post procedure, the patient returned to the cath lab with a cold foot. The physician accessed the left common femoral artery (lcfa). A femoral angiogram was performed of the rcfa and the superficial femoral artery (sfa) showing the area was totally occluded. Thrombectomy was performed with an angiojet and balloon dilatation catheterization was used to open the rcfa and the sfa. The physician suspects that the foot possibly dissected the artery, but he could not say if he suspected the dissection occurred when opening the foot or parking (closing) the foot. The patient's hospital stay was extended 24-hours for observation. The patient is reported to be doing fine with no additional adverse sequela. A clinically significant delay in procedure was not reported. The physician reported to be trained in the use of the proglide device. There was no additional information provided.